Event description:
Reporter stated that patient performed 4 consecutive blood glucose tests, on the accu-chek mobile system, with results of 524 mg/dl, 96 mg/dl, 177 mg/dl, and 102 mg/dl. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.